Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the surgeon complained of weak sutures of the fast fix 360 that always either easily tear or cut prematurely after tensioned. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information b5 and e1 h11: h2: corrected information h6: health effect - impact code.

Event description:
It was reported that during a meniscus repair procedure, the surgeon complained of weak sutures of the fast fix 360 that always either easily tear or cut prematurely after tensioned. Both ts were deployed inside the patient and non of both were removed. The procedure was completed with non-significant surgical delay using the same reported device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of cut suture and no implants. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. An analysis of the customer provided images found in the first image the packaging of the device with the product number and batch number on it. The second image shows the label of the product. The third image shows the device with a piece of cut suture attached to it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force or torsion during use or use of sharp instruments near the device tip. Based on this investigation, the need for corrective action is not indicated.